Event description:
The rep reported the pt experienced a sudden loss of dbs stimulation and a return of symptoms. The pt controller could not turn the stimulator on and the pt went to the ER. The device was in power-on-reset. Following product replacement, the pt has shown good therapy outcome. The device was discarded after explant and will not be returned for analysis.

Manufacturer narrative:
The serial is part of the affected sn range for the kinetra broken wire bond recall.